Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative via healthcare professional regarding a patient who was implanted with neurostimulator (ins). The caller reported that all devices were explanted. Patient was in need of MRI and stimulator was no longer being used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.